Event description:
Additional information was received as follows: it was reported that 2 year follow-up imaging on revealed a separation between the ipsilateral limb 162495 and the bifurcated stent graft in the common iliac artery. The physician believes a persistent type ii endoleak caused a change in the pressure dynamics of the aneurysm sac which caused the stent grafts to separate. An endurant 202080 was implanted six days later covering the separation and resolving the type iii endoleak. Two x-ray images were reviewed and showed the ipsilateral extension was overlapping the bifurcate ipsilateral limb by approximately 2-3 stent rings (per the markers). The ipsilateral limb was relatively straight along its length. An x-ray from approximately six weeks ago shows there is no overlapping between the ipsilateral limb and extension (markers are nearly aligned). The origin of the ipsilateral limb is more angulated compared to the previous image. Assessment of the endoleak and the amount of distal sealing in the right iliac could not be performed. The cause of the separation is unknown. It is possible that aneurysm morphology changes, in combination with lack of diameter oversizing between the two limbs, may have contributed to the separation.

Manufacturer narrative:
(B)(4). Eval, results: (endoleak), (calcified aortic neck). Conclusions: (calcified aortic neck).

Manufacturer narrative:
(B)(4). Method: (film). Results: inherent risk of procedure (endoleak); patient's condition affected effectiveness of device (type ii endoleak, morphology changes). Conclusion: device failure/lack of effectiveness related to patient condition (type ii endoleak, morphology changes).

Event description:
Films were received and reviewed: at the 1 month follow-up show a proximal type I endoleak. Films at 6-months show a small endoleak between the ipsilateral/contralateral limbs, in the distal sac. The endoleak type is unknown. The aaa diameter measured approximately 6.5 - 7.5cm max. The limbs are straight within the sac and appear to run along side each other in close contact. Films at 12 month follow-up show the previously seen endoleak at the distal aorta has increased; the leak may be a type iii fabric which appears to emanate from the ipsilateral limb. The limbs have noticeably separated from each other within the aaa, which now measures approximately 7cm max. The cause of the endoleak is uncertain; could be caused by external abrasion from the limbs rubbing on each other. Cannot rule out a junctional endoleak; although there appears to be 3 stents overlapping.

Manufacturer narrative:
Method: (films).

Event description:
Additional post-implant films were received from the 4-months follow-up on the bifurcate was seen positioned just below the renal arteries. There is a possible proximal type I endoleak. Following the implant of a palmaz stent implanted within the endurant aortic body, the endoleak appears to have resolved. The cause of the proximal type I endoleak is unknown. The ipsilateral limb is on the right side, and an extension is seen overlapping the limb by approximately 3.5cm (per the markers). The ipsilateral limb is essentially straight in this image. No endoleak or any stent graft issues were observed on final angiogram.

Manufacturer narrative:
(Film evaluation).

Event description:
Additional information: it was reported that the endoleak was treated with a palmaz stent in the proximal region and that the endoleak resolved. It was reported that six months later a small endoleak at the level of the bifurcation was noted. A year later it was reported that there was a type ii endoleak coming from the lumbar vessel. And an aorta-iliac duplex shows a type iii endoleak at the bifurcation of the stent. The surgeon stated that patient has sac enlargement.

Event description:
An endurant stent graft system was implanted in a pt for the emergent endovascular treatment of a 70 mm abdominal aortic aneurysm on approx two months ago. The vessels were severely tortuous and had little calcification. The left iliac artery was thrombosed. It was reported that a proximal type I endoleak was noted post implant due to over heparinization. Another MFR's balloon was used to post dilate the proximal neck; however, the endoleak persisted. The decision was made to observe the pt at that time. The one month f/u CT showed that the endoleak progressed. Furthermore, the pt was symptomatic with a thrombotic episode of his leg. A CT was done and showed the aneurysm was greater than 70 mm. The decision was made to treat the pt the next day with thrombolysis of the leg and evar. There may be a piece of calcium that is preventing the graft to seal the proximal infrarenal neck section and is causing the proximal type I leak. The pt is currently awaiting to have the endoleak treatment by placement of a palmaz stent. No add'l clinical sequelae were reported.